Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned. The lead had exhibited high out of range pacing impedance measurements and the device had been programmed to vvir. The patient has an underlying rhythm of third degree heart block, therefore the physician wanted to restore atrioventricular synchrony. A new lead was successfully implanted. No additional adverse patient effects were reported.